Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with a bent occlusion switch was confirmed and reproduced during product evaluation. This condition was due to a defective occlusion switch on the micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infusor. Pump with a condition of "occlusion alarm, switch needs to be replaced, it is bent ." This condition occurred upon power up in the "operating room" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.